Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the insturment and found the collets in the reported problem area of the pipetter assembly were not dispensing enough reagent. The tip and plunger clamps were replaced. In addition, the tube lifter assembly was replaced. The instrument was inspected, tested without further problem, and returned to service.